Manufacturer narrative:
Our investigation into the reported complaint showed that the plastic knob for regulating the vacuum on the suction unit had a locking ring that did not fully withstand the force that was applied to it when turning the knob from the off position. If the knob is turned counter-clockwise to its off position extra hard by the user, the result may lead to a damaged knob and it may result in difficulty when trying to turn the knob clockwise in order to generate vacuum. A re-design of the locking ring will be implemented in the production line and as a spare part.

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that while on a patient, the knob for regulating the vacuum on the auxiliary o2 and function module broke and became inoperable. There was no patient harm. (B)(4).